Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed the tubing was leaking while infusing a solution into the patient. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment measuring 0.0985 inches long. Visual examination under magnification showed no crush marks to the upper fitment. Functional testing and pressure testing confirmed a leak from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.